Event description:
Event [preferred term] she performed 2 lucira covid and flu home tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "she performed 2 lucira covid and flu home tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "she performed 2 lucira covid and flu home tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term]: she performed 2 lucira covid and flu home tests and they were negative, but they tested again using another test(she didn't clarify if they were pcr) at the hospital, and both came up positive [no adverse event], narrative: this case has been considered invalid as info not qualifying for ae reporting - cep, no ae. This is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "she performed 2 lucira covid and flu home tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "she performed 2 lucira covid and flu home tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible. Follow-up (18feb2025): this is a spontaneous report received from a consumer or other non hcp, program ID: (B)(4). Updated information: this case updated to invalid. Additional information: for clarification the person who called to reported the invalid result was not the patient, she called in behalf of her daughter and her husband, there was a mistake made by the agent when reporting the ae.